Manufacturer narrative:
It was reported by the nurse from the reporting facility that the resident/patient informed the nurse that the plug of the bariatric electric bed "sparked and caught fire." It was denied that the resident was injured as a result of this incident. It was denied that the bed caught fire. After the incident occurred, the bed was reportedly unplugged by maintenance. It is unknown if fire department was called or notified of the incident. Despite good faith efforts to obtain additional information, reporter was unable or unwilling to provide any further patient, product, procedural or event details. Per reporter, "I wasn't there when the incident happened." It is unknown what were the details leading up to the event and what was done during and after the incident. Due to the reported fire and in an abundance of caution, this medwatch is being filed. The sample was not returned for evaluation. A root cause for the reported issue could not be determined. No additional information is available at this time. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the plug of the bariatric electric bed "sparked and caught fire."